Event description:
The customer reported that they're getting signal loss on the central nurse's station (cns) on multiple teles. There was no patient injury reported.

Manufacturer narrative:
The customer reported that they're getting signal loss on the central nurse's station (cns) on multiple teles. According to the customer, the issue occurred after nk installers went on site to upgrade their tele system. Technical support (ts) spoke with the nk installer and he looked into the issue. The nk installer later reported that the home run from the 6th floor to the org closet had a bad termination and after he re-terminated the cable the interference went away. There was no patient injury reported.